Event description:
The customer reported to beckman coulter, inc. (Bci) that they smelled a 'burning smell' from the lower left side (near the autoloader and hydro area) of their synchron cx9 alx clinical analyzer instrument. The customer indicated that although they smelled a 'burning smell,' they did not see any smoke or flames coming from the instrument and no one was hurt or injured. Consequently, the fire department was not called out to the site. While there is no report of any adverse event or serious injury related to this event, the potential for injury did exist.

Manufacturer narrative:
The beckman coulter hotline cts (customer technical support) rep instructed the customer to power down the instrument, console and ups (universal power supply) appropriately and advised the customer to leave the power off and wait until a service engineer could visit the site. A bci fse (field service engineer) was dispatched to the site on (B)(4) 2008 and performed troubleshooting activities. The fse confirmed that the power supplies were functioning correctly and that the system had no leaks. However, the fse did note that the compressor unit was very loud and ordered a new compressor to replace the old one. The fse ran qc (quality control) tests and then observed the customer run several racks of samples with no errors or burning smells coming from the instrument. All qc results were within the lab's established ranges. While it appeared that normal wear out of parts had occurred, a definitive root cause of the problem was not determined. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 and (B)(4) 2010 for additional reportable events.